Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morpho logy at the time of implant was not reported. Currently the left iliac artery is 30 mm in diameter and the right iliac artery is 25 mm in diameter. There is disease progression resulting in iliac limb dilatation. It was reported that a recent CT revealed that there was a distal type I endoleak in the left external iliac artery. The physician elected to coil the left hypogastric artery and implant an endurant iliac limb 16x10x199 and the endoleak was resolved. A 16x28x124 was implanted in the right iliac limb prophylactically. No additional clinical sequelae were reported.